Event description:
Pt was in constant pain after initial surgery in 2007 until revision was done in '08. Acetabular shell and femoral head were found to be loose at that time and were replaced with slightly larger components. Unfortunately, the device was misplaced or lost at the hospital, and was not returned to encore to be tested.